Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Retracting medwatch: updated device report was received: information was reviewed and the event is no longer reportable.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the saw attachment fell apart; the gear is missing. This is 1 of 1 report for complaint (B)(4).